Event description:
Caller called to report that he started using a CPAP machine 15 years ago. Because the mask and tubing are made of plastic he believes that the CPAP is the source of him developing a malignant form of cancer.